Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, while attempting to advance a pc400 out of its introducer sheath, the physician experienced resistance and the pc400 was unable to advance out of its introducer sheath. The physician reported using a rotating hemostasis valve and maintaining continuous flush. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The introducer sheath was kinked approximately 5.0 cm from its distal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was kinked. This damage may have occurred due to forceful manipulation of the pc400 during preparation for insertion into the px slim. The kink in the introducer sheath likely caused the resistance experienced by the physician during the procedure. The px slim mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.